Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the cup. Update: 5/10/2013 - litigation papers received. Litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. The liner and head are now being reported. Update 8/21/2013- pfs received. There is no new additional information that would affect the existing MDR decision. Update recv'd 03/25/2014 - patient's revision operative records were received. Records indicate upon revision clear joint fluid with metal staining was found along with corrosion along the taper. The femoral stem is being added to the complaint.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the decvice history records for the c38ag4000 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).